Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm occurred during testing. The pump was unable to undergo the displacement, rewind, basic occlusion, prime, excessive no delivery, and occlusion tests due to the unresponsive keypad. The following physical damage was also noted: cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near the display window corners, and minor scratches on the display window.

Event description:
The customer's custodial grandparent reported via phone call that the insulin pump was exposed to moisture and then received a button error. The patient's blood glucose at the time of incident was 300 mg/dl. Wet towels were placed on the insulin pump, so the customer had removed the battery from the pump for several hours and when she put the battery back in the button error persisted. Troubleshooting was initiated for the button error alarm. The customer had been manually treating her diabetes due to the alarm. The insulin pump was returned for analysis and a replacement device was shipped to the customer.